Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided. Review of the available records identified the following: an initial left tha was performed. Trialing was successful without difficulty. When attempting to place the liner, it would not seat. This caused the cup to become dislodged, so a new cup was placed after additional reaming. The liner would not seat again after multiple attempts. Dual mobility was then placed without difficulty. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, the cup was implanted with three screws. A liner was attempted to be implanted and would not mate with the cup. A second liner was opened and also would not mate with the cup. Trying to place the liner resulted in the cup losing fixation. The shell and screws were removed and a second, larger cup was implanted. The liner would still not mate with the cup. A third liner was able to be implanted into the second cup. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 30104008 lot: 65569442 40mm i.d. Size h neutral liner. Cat: 30104008 lot: 67005122 40mm i.d. Size h neutral liner. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.